Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 123 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with button error alarm due to flattened button dome switch (up arrow). The device also had a scratched display window.